Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old female who underwent primary breast augmentation with a mentor smooth round moderate profile 250cc saline prosthesis experienced right sided deflation post procedure. The issue was diagnosed through physical examination. As a result, patient scheduled for an explant on (B)(6) 2021.

Manufacturer narrative:
Additional information received on november 25, 2021 stated that date of explantation updated to on (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on january 13, 2022 indicated that the health care professional called in to report that doctor found that there was nothing wrong with the implant. There was no deflation found. Doctor will not be returning the product since there is nothing wrong with it. Manufacturer¿s reference number: (B)(4).